Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer was assisted with the troubleshooting. Customer stated that the battery compartment was cracked and the insulin pump was exposed to water. Customer stated that the fluid in the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.

Manufacturer narrative:
S/w version: unknown retainer ring: black. Customer returned the pump for alleged blank display, moisture damage, and cosmetic damage on the battery cap found on 7/30/2021. The pump was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or download trace/history files using thus due to blank display. The pump was cut open to perform visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. Pcba 1 and pcba 2 were cleaned with isopropyl alcohol with no effect. The blank display is due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Unable to download due to blank display. A test p-cap does lock into place inside the reservoir compartment properly. The pump was received without the original battery cap. Unable to verify battery cap damage (debris on the o-ring) due to missing battery cap however, other cosmetic damage was noted. The following were noted during physical inspection: scratched case, stained keypad overlay, cracked battery compartment, cracked battery tube threads, end cap address label faded, and pillowing keypad overlay. Blank display and moisture damage are confirmed. Cosmetic damage on the battery cap (debris on the o-ring) is unknown due to the pump was received without the original battery cap however, other cosmetic damage was noted. Blank display due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.